Event description:
A cartridge change error was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was instructed by technical support to inspect the o-ring of the cartridge, clean the pump's pneumatic tap area, and properly attach and load a new cartridge. The customer successfully completed the load process and was able to resume insulin delivery.